Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's communicator was unresponsive. Patient stated they went to charge their implant today and tried to reset/change their program, but the communicator was blinking green and wouldn't stop, so they turned it off. Patient said they tried to connect to the handset today, but it wouldn't connect. Patient stated that everything was fully charged, but they kept getting messages that said they couldn't find the communicator and the communicator was not working. Patient noted that the stimulator had not worked period since they had it inserted and that the handset had a weak charge. Agent had patient power on the handset and attempt to connect. The patient reported seeing a communicator not found message. Agent instructed the patient to power on the communicator, patient attempted to but stated that it was unresponsive and no lights were noted. Patient then plugged communicator in to ac power supply, and patient reported observing a green light. The issue was not resolved through troubleshooting. A replacement communicator was sent out. When asked for an event date; patient mentioned that they noticed the issue today but that the flashing started about 4 days ago and then they turned the device off and then charged everything and saw a solid green light and thought it was working but now it was not. On 2024-nov-15 additional information was received from the patient. They reported that they were describing issues of symptom control. The cause was unknown and the issue was not yet resolved. The patient stated they were displeased with the stimulator. On 2024-nov-21 additional information was received from the patient. They reported that to answers regarding there therapy issues were that the cause of the issue was unknown, it was not working. They had zero positive response for bladder and bowel. They had tried different programs and their healthcare provider (hcp) might have them try another program, program 2. They don't know what steps were taken to resolve the issue because it was not resolved, but they would keep trying. On 2025-oct-01 additional information was received from the patient. They reported that the device was explanted because it never worked for them because they have m.s. And it was a nightmare. The caller wanted to know what to do with the external equipment. The agent reviewed and emailed updates to patient registration.

Manufacturer narrative:
Continuation of d10: product ID tm90q0. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.